Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It is reported by the mother that the patient (daughter) has cracks in the upper right hand of their screen on their insulin pump. Patient's blood glucose level is 290mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.